Manufacturer narrative:
Investigation pending.

Event description:
Customer alleges discrepant results with meter compared to lab: date: (B)(6) 2010, inratio: 1.1; (B)(6) 2011, 1.3; (B)(6) 2011, 1.2; (B)(6) 2011, 1.3; (B)(6) 2011, lab: 2.33; (B)(6) 2011, inratio: 2.7, lab 3.6. Pt 1 went to lab within 20 minutes of meter result. Pt 2 second result was from a different meter and was done minutes after the first result.